Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported the reported multiple organ failures, bleeding, infection, cardiac arrhythmia, and neurologic dysfunction could not be conclusively determined through this evaluation. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). No product is available for investigation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specification. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C and the heartmate 3 lvas patient handbook, rev. D are currently available. Section 1 of the IFU, ¿introduction¿, lists right heart failure, respiratory failure, bleeding, arrhythmia, infection, neurologic dysfunction, hepatic dysfunction, and renal dysfunction as potential adverse events that may be associated with the use of the heartmate 3 lvas. Section 6, ¿patient care and management¿, discusses the potential development of right heart failure following implant and outlines the associated treatment options. This section also provides information regarding the recommended anticoagulation regimen, including international normalized ratio (inr) values, as well as suggested anticoagulation modifications in the event that there is a risk of bleeding. Additionally, the IFU and patient handbook outline care instructions in reference to preventing infection. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: it was reported that on (B)(6) 2021 ceftazidime and micafungin were completed. On (B)(6) 2022 during the physical assessment a 1cm by 1 cm by 1 cm dehiscence of the lateral portion of the left thoracotomy incision site was found. Wet to dry dressing changes were started twice a day on (B)(6) 2022 and were continued. There was no drainage or sign of infection. On (B)(6) 2022 the patient was discharged to rehab with a trach collar on fraction of inspired oxygen at 35%. On (B)(6) 2022 the trach was removed, and a dressing was applied. The patient was on room air with oxygen saturation of 98%.

Event description:
It was reported that during the left ventricular assist device (lvad) implant surgery after the first incision and prior to the lvad implant, the patient became hypotensive with difficulty perfusing beats and tachyarrhythmias occurred. The patient received IV amiodarone and lidocaine. An intrathoracic open cardia massage performed and bypass initiated. The lvad device was implanted without further issue and patient was taken off bypass. The patient left the operating room stable on lidocaine drip with no continued cardiac arrhythmias. After surgery the patient was reintubated due to respiratory distress prior to arrival in the intensive care unit. The patient was extubated and put on bilevel positive airway pressure. The patient was febrile since the surgery and was put on antibiotics that included 1000 mg vancomycin and 1500 mg cefuroxime once every 8 hours. On (B)(6) the patient's temperature was up trending on antibiotics. On (B)(6) 2021 the patient had an episode of atrial fibrillation (afib) with rapid ventricular response and a heartrate in 160-170's. IV amiodarone bolus was given and amino drip was started. The patient had known afib with an implantable cardioverter-defibrillator in place. The ICD was restarted. The patient's temperature on (B)(6) 2021 was 40.8 degrees celsius. The patient continued on antibiotics and would have blood culture done if fever continued. The patient was in persistent afib with heartrate in 100's-120's and continued on amiodarone. The patient was extubated and put on bilateral positive airway pressure. On (B)(6) the patient was in afib with rvr and heartrate 140's-150's and temperature of 38 degrees celsius. 150mg of amiodarone bolus was given. The patient was on cooling blanket and the antibiotics were stopped. The peripherally inserted central catheter was removed and vancomycin and cefepime were restarted. Blood and urine cultures were collected. On (B)(6) the heartrate was in 130's-140's on amiodarone at 1mg/minute. On (B)(6) cardiology was consulted for evaluation for possible cardioversion. The patient's temperature was 37.8 degrees celsius and antibiotics were continued along with cooling blanket. The patient cardioverted into sinus rhythm, on (B)(6) 2021 the patient's temperature was 37.7 and white blood cell (wbc) count was down trending, 13.2. The patient was back in persistent afib with heartrate in the 90s. Vancomycin was discontinued and a chest x-ray showed right infiltrate, possible aspiration pneumonia. On (B)(6) 2021 there was continued afib at a controlled rate in the 90's and continued IV amiodarone at the same rate. The patient was unable to be weaned off of IV inotropes since lvad implant. On (B)(6) 2021 the patient was started on epoprostenol. The patient's temperature was 38 degrees celsius. The cultures showed no growth and continued on cefepime for 10 days. The patient experienced toxic metabolic encephalopathy secondary to persistent fevers and arrest period while in the operating room on (B)(6) 2021. The patients altered mental status was secondary to persistent fevers. The patient received 100 ml of 25% albumin. A head computed tomography was done and results were normal. The patient was reintubated overnight on (B)(6) 2021 due to hypercarbia respiratory failure and was acidotic. The patient had worsening hepatic function with rising liver function test in the setting of right heart failure. On (B)(6) 2021, the patient had an echocardiogram that showed moderately decreased right ventricular systolic dysfunction with a right ventricular systolic pressure of 25 mmhg. The patient was afebrile. The patient had acute kidney injury secondary to right ventricular failure with creatinine of 2.69. The patient was evaluated by nephrology and there was no treatment. On (B)(6) 2021 the patient temperature was 38.4 degrees celsius and on (B)(6) 2021 cefepime was stopped and creatinine was stable, with no indication of renal replacement therapy (rrt). The ejection fraction was 20% on (B)(6) 2021 and inhaled nitrous oxide was discontinued. The patient was continued to be weaned off epinephrine and was at 0.15mcg/kg/min on (B)(6) 2021. The patient was found to have coloinic ileus found on computed tomography scan from (B)(6) 2021. A nasogastric tube was placed and the patient was started on total parenteral nutrition. On (B)(6) 2021 the maximum temperature was 37.7 degrees celsius and cultures were negative. Procalcitonin was elevated to 30.9 ng/ml. On (B)(6) 2021 epoprosterol was continued at 10cc/hr and patient was still intubated. The patient was given golytely and had large bowel movement. The maximum temperature on (B)(6) 2021 was 38.4. On (B)(6) 2021 the patient was continued to be weaned off epinephrine at rate of 0.012 mcg/kg/min. The patient was on bumex at 1mg/hr. On (B)(6) 2021 the patient was being weaned off epinephrine at rate of 0.09mcg/kg/min and was in sinus rhythm. Amiodarone drip was stopped and was started by mouth. The patient had continued bowl movements from (B)(6) 2021 and tube feeding was restarted. Bumex drip was continued with -1.3 liters out. The patients mental status improved and was following commands. On (B)(6) 2021 there were no further signs of infection. On (B)(6) 2021 creatinine was downtrending at 2.06 and bumex was continued due to volume overload. Creatinine went back to baseline at 0.85 and liver function tests were normal. On (B)(6) 2021 the patient continued wit be weaned off epinephrine, at 0.04 mch/kg/min. Respiratory and urine cultures collected on (B)(6) 2021 came back positive for yeast. Patient does not have signs of infection but due to high risk will be started on IV micafungin 50mg daily. (B)(6) 2021 epinephrine was discontinued. On (B)(6)2021 IV bumex was discontinued. On (B)(6) 2021 the patient had a tracheostomy placed and was weaned off epoprostenol and was still off inotropes. The patient's chest xray showed stable trace bilateral effusions with adjacent atelectasis versus pneumonia. White blood cell count was 14.0 and the patient had a temperature of 38.2 degrees celsius. The patient was started on cefepime intravenously for empiric pneumonia coverage. Blood cultures collected on (B)(6) 2021 were positive for yeast. Micafungin was increased to 100 mg per day. On (B)(6) 2021, the patient had positive cultures for fungemia and micafungin was increased to 150 mg due to presence of the lvad. The patient also developed hematuria on (B)(6) 2021. Coumadin was put on hold. Hematuria continued so complete blood count was drawn. Hemoglobin and hematocrit were 11.3 g.dl and 39.4%. On (B)(6) 2021, it was discovered the blood cultures redrawn on (B)(6) 2021 showed no growth to date. Micafungin was continued for a total of 14 days. Cefepime was discontinued due to culture sensitivity results. The patient was started on ceftazidime 2 gm every 8 hours for 10 days total. The patient continued to have hematuria on (B)(6) 2021 and the patient had complaints of right upper quadrant pain. Kub and right upper quadrant ultrasound was negative so urology was consulted. From (B)(6) 2021, pressure support trials were done daily to wean the patient off the ventilator.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.